Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump bolus and total daily dose histories showed that no boluses were programmed or delivered on (B)(4) 2013; the total daily dose correctly added to 35.0 units. The bolus history showed two boluses delivered on (B)(4) 2013 for 18.15 units and 14.85 units; the total daily dose showed a total of 67.84 units correctly reflecting 34.84 units basal and 33.0 units bolus. During testing a normal bolus and an audio bolus were performed and were successfully recorded in the pump history.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.